Event description:
In (B)(4) this year, stryker staff liaised with maroondah theatres staff to retrieve the described plate, as it was expiring at end of april. Hosp staff e-mailed stryker advising the item was not physically at the hosp. As a result, stryker adjusted the item out of hosp consignment records. The item was actually at the hosp and was used on (B)(6) 2011. Still awaiting response from the surgeon as to whether he will revise or leave the implant in situ.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.